Manufacturer narrative:
The phb audit and pod manager history data showed that when insulin delivery was paused, the system did not deliver any pulses. When the system was not in a pause period, the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. The algorithm was found to not suggest insulin while egvs were below 60 mg/dl and only suggested insulin while egvs were below the users setpoint when egvs were predicted to increase, which is expected behavior of the system. The phb data showed that the algorithm would stop suggesting when egvs were decreasing, as is expected. The user was shown to be in manual mode for extended periods where the system would deliver at the user¿s set basal rate. The system was found to function as intended.

Event description:
It was reported the patient's blood glucose level dropped to 44 mg/dl. The patient reported that they suspended insulin delivery from their pod, but the pod continued to deliver insulin. As treatment, the patient consumed carbohydrates.